Event description:
Pt had an unsuccessful placement of the amplatzer pfo device on (B)(6) 2004. After several attempts to place the device using "tee" and fluoroguidance, the device would not seat properly and had to be removed. Patient has discharged from the hosp. On (B)(6) 2004, the pt experienced chest pain and sob and presented to the ER. She was released and instructed to follow up w/her physician. Physician saw patient in his office on (B)(6) 2014. She was still complaining of chest pain and sob. More follow-up from the physician is expected.